Event description:
Ous MDR - after approximately 1 month of implant, this lead was found dislodged. The lead was repositioned.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. The provided x-ray image showed, as reported in the complaint text, that the atrial lead was dislodged. Should additional information become available for analysis, the investigation will be updated.